Event description:
It was reported that two (2) non-vented high-volume inlets leaked at the tubing and spike connection. This was discovered during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the sample was provided for evaluation. The photographs were reviewed and appeared to show a leak on the non-vented spike end of the tubing. It could not be determined from the photo exactly where the leak may be coming from. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.